Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study ¿long-term clinical outcome and mortality risks after paclitaxel-coated balloon angioplasty in patients with peripheral artery disease: an observational clinical study." This study retrospectively evaluated 287 patients with peripheral interventions, including 173 drug-coated balloon (dcb) angioplasties and 114 plain old balloon angioplasties (poba), performed between 2015 and 2018. Patients in the dcb group received four types of dcbs with different paclitaxel dose/mm2, including  medtronic's in.pact admiral dcb (3.5mg/mm2) . Long term clinical outcomes reported are restenosis and all cause death. All patients were followed for all-cause death and restenosis after dcb and poba. 58/287 patients presenting restenosis had to undergo re-intervention. In total, 18 patients (6.27%) were lost to follow-up. Data analyzed included age, body mass index, diabetes mellitus, and renal insufficiency, as well as the correlation of paclitaxel dcb with higher mortality risk. The median follow-up time until death or the last known date alive was 2.11 ± 1.44 years in patients subjected to poba and 2.11 ± 1.22 years in those subjected to dcb angioplasty. In the analysis of all patients over the entire study time (2.11 ± 1.31 years), the rate of all-time mortality ty was 25.28% and was comparably higher in patients subjected to poba than to dcb angioplasty (33.7% vs 20.0%,p = .012). On the other hand, during the study period, patients subjected to dcb angioplasty were more likely to show restenosis.